Manufacturer narrative:
It was reported that the patient experienced infection prior to device being explanted. This report is submitted on 28 may 2021.

Manufacturer narrative:
This report is submitted on 01 apr 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to inflammation. It is unknown if there are plans to reimplant the patient as of the date of this report.